Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported the unit would not mechanically ventilate during pre-use testing. There is no report of patient involvement.&#842;

Manufacturer narrative:
The customer's biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The advanced breathing system was removed and reassembled. The unit was returned to service.